Event description:
On (B)(6) 2013, the patient was implanted with an elevate anterior to treat bladder prolapse. It was reported that the patient had pain on right side at ssl fixation and mesh exposure in midline from hematoma after initial implant. The granulation tissue at midline was removed on (B)(6) 2013.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.